Event description:
It was reported that the insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 0 units instead of the anticipated 80-100 units. There was no adverse impact to the customer's blood glucose level, with levels remaining below 500 mg/dl. The customer completed the load process and was instructed not to overfill the cartridge. They acknowledged understanding and agreed to load a new cartridge, guided by customer technical support, with less than 300 units.